Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, during abdominal use, the bag tore at the bottom. The bag has dropped into its lower edge, and the specimens/bile stones fell into the abdominal cavity. The specimens were retrieved one by one using pliers. Another device was used to complete the case. The issue resulted to prolonged surgical time.